Manufacturer narrative:
(B)(4). Batch #: u5al72. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device, and it was tested for functionality. It fired and formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples met the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during a laparoscopic total gastrectomy, the knife could not cut the purse-string suture completely, although the purse-string suture was left longer to pull easier as a traction suture. The target tissue was cut properly and the deployed staples were formed as intended. The device was used between the esophagus and the jejunum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.